Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 446 mg/dl in the morning, and the most recent blood glucose reading was 457 mg/dl. The customer stated that the insulin pump alarmed battery out limit, as well as failed battery alarm, and was unable to remove the battery cap. She complained of a flutter in her chest, fatigue and sickness. The customer was assisted with troubleshooting, and she was able to get the device to work as normal. She treated with a bolus of 8 units of insulin using her sliding scale, and she was advised to monitor her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.